Event description:
It was reported that the device alerts "cassette not attached properly" when no cassette is present. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device analysis: the reported complaint was duplicated by visual inspection and functional testing. The root cause was a defective latch lock flex cable. Replaced latch lock flex cable. Upon further investigation, corrosion was present in the battery compartment, replaced battery compartment. The device passed all functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.